Manufacturer narrative:
Product ID 5076-52, lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) of a paced beat causing inappropriate lower rate behavior on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.